Event description:
It was reported to st. Jude medical that the lead and ICD were explanted when high pacing lead impedances were observed. The st. Jude medical representative reported that the pacing lead impedance had increased from 600 to 1600 ohms since the last visit. The decision was made to explant the lead and replace the ICD at the same time as the ICD was over 4 years old and near eri.